Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Device evaluation identified the following malfunctions: due to damage to the air/water tube, the watertightness of the system is lost, resulting in the deformation of the venting connector on the scope connector, which prevents proper air pressure during the leak test.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported a e315 unsupported scope error occurred on the colonovideoscope. The issue occurred during preparation for use with no reports of patient involvement.